Event description:
The report received indicated that the hemostasis valve of the 6f 11cm brite tip sheath leaked during the procedure. ¿this is a structural problem. The physician and staff are wondering if the production process has changed in any way. Physician is an experienced user and had no such problems with our sheaths in an earlier stage. Of course the way the ¿slix hexacuspid valve¿ is constructed, may result in an occasional leakage. This can be resolved by removing and re-entering the guidewire. This problem, however, seems to be more structural in nature. Yes. The outcome of earlier complaints (¿hemostasis valve/hub - leakage¿ was not confirmed since no leakage was observed during functional test and no anomalies were observed during microscopic analysis. Neither the DHR review nor the analysis suggests that the failure is manufacturing process.¿¿ ) was very unsatisfying for this customer. This is a structural problem. It occurs app. In 50 % of his cases!" There was no patient injury reported. The device was prepped per IFU instructions. The procedure was completed with the leaking sheath. Two brite tip sheaths and two exoseals were received under complaint # (B)(4), and one of the devices belongs to this complaint. There was no problem reported with the exoseal vascular closure devices. Preliminary device evaluation revealed that the hub was received detached and included. Further investigation was conducted and the affiliate indicated that the separation did not occur during the procedure and was not noted prior to shipment for inspection. Reportedly, unusual force was not applied at any time during the case.

Manufacturer narrative:
Complaint conclusion: as reported, the hemostasis valve of the 6f 11cm brite tip sheath leaked during the procedure. There was no reported patient injury. The device was prepped per the product instructions for use (IFU). There was no unusual force applied at any time during the case. The procedure was completed with the leaking sheath. The affiliate reiterated the physician¿s words by saying, ¿this is a structural problem. The physician and his staff are wondering if the production process has changed in any way. Physician is an experienced user and has had no such problems with our sheaths in an earlier stage. Of course the way the ¿slix hexacuspid valve¿ is constructed, it may result in an occasional leakage which could be resolved by removing and re-entering the guidewire.¿ preliminary device evaluation revealed that the hub was received detached and included. Further investigation was conducted and the affiliate indicated that the separation did not occur during the procedure and was not noted prior to shipment for inspection. One non-sterile si brite tip 6f 11cm str catheter was received for analysis inside a plastic bag. No packaging pouch/box was received for evaluation. Per visual analysis, the hemostasis valve was received separated. The catheter body shaft presented no damaged. No other issues were found. Functional analysis could not be performed due to the condition the product was received. Device history record (DHR) review could not be performed as no lot number was provided. The complaint of ¿hemostasis valve/hub ¿ leakage¿ reported by the customer could not be properly evaluated since the functional analysis could not be performed due to the condition the product was received. The cause of the event experienced by the customer could not be conclusively determined. The complaint of ¿hemostasis valve/hub ¿ separated¿ reported by the customer was confirmed since the hemostasis valve was received separated from the shaft. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. The device did not present any obvious indications of a manufacturing defect or anomaly that could be contributed to the event as reported. With the results of the product analysis and without a lot number to conduct a DHR review, it is not possible to determine if the reported events could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The gender of the patient is unknown.